Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The product has been received for investigation. Once complete, a supplemental will be submitted.

Event description:
According to the reporter, the device failed to attach. There was no harm to the patient and no intervention was required. There was nothing unusual noted about the patient or the procedure. A repeat procedure was performed. An endoscopy, performed prior to the procedure, revealed a normal esophagus. The device user was trained and experienced. A medela pump was used to create approximately 650 mmhg of pressure for placement. Pressure reportedly dropped with the finger test.